Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient ate a piece of cake and took a 40-unit bolus of novolog insulin. The cgm showed hyperglycemia, reading 400 mg/dl and stayed elevated. After 2 hours, the patient took an additional 25-unit bolus of novolog insulin. An undisclosed duration of time later, the patient became incoherent, and his wife could not rouse him, so she called emergency medical service (ems). At that time, the cgm was reading 180 mg/dl, and the bg was 30 mg/dl, and the patient was treated with IV glucose and brought to the hospital. The patient was discharged home on (B)(6) 2023. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.